Event description:
The facility reported an infusion pump, which "does not infuse at programmed rate: during pt use. The facility stated the i.v. Bag with antibiotic medication was programmed to infuse 250 ml and only infused 150 ml; 100 ml of the antibiotic medication was left in the i.v. Bag. No additional contact info was provided. The hospital rep stated there have been no reports of any pt incident involving this pump since the last baxter service event. Despite baxter's efforts to obtain additional info from reporting facility, details were not available regarding pt's demographics, diagnosis or status and medication involved, or set up of the infusion device.